Event description:
It was reported the patient did not feel any stimulation coming from the implant on their right side. The patient¿s symptoms had changed over the last couple of days so they went to check the battery, but the patient was not able to communicate with that device. The patient tried with and without the antenna attached, but was not successful. It was mentioned the programmer did communicate with the other device with no difficulty. The patient was redirected to the healthcare provider (hcp). Both implantable neurostimulator (ins) devices were checked since the patient did not know which serial number belonged to the right side. The patient had a new follow up hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va09wn5, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).